Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was unknown if therapy was ongoing prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.